Event description:
It was reported that a user accidentally selected a smaller-than-usual meal announcement and sought confirmation that the ilet would still correct blood glucose if levels rose. Symptoms included no reported adverse events. Outcomes included no reported impact, and no alerts or alarms were noted. Investigation included troubleshooting and user education regarding automated correction functionality for postprandial hyperglycemia. Investigation of this case revealed no device malfunction and normal operation of the automated correction algorithm. It was concluded, based on previously established findings for similar reports, that the cause was user selection error without device failure.